Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the event was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the therapy didn¿t work for the patient. The patient didn¿t like the therapy, had never charged it, and had not used it since it was implanted because they did not believe it worked for them. The patient requested to have it explanted without replacement due to a lack of efficacy. They also stated that, due to weight loss, it had become very uncomfortable. It was later reported that the site over the device was painful and pain was also a reason why the patient requested to have it explanted. The device was explanted on (B)(6) 2018 and the issue was resolved without sequelae. No further complications were reported or anticipated.